Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was found on backup vvi mode due to event queue overflow. A device restoration was performed successfully. The patient experienced no adverse consequences.